Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received stating that the device was used on a pt for 3 hours during a surgical procedure. The report alleges that 18 hours after the procedure, red and blistered skin was observed on the pt's right lateral side. The pt was treated with a topical mebo ointment. No permanent adverse effects to pt were reported.